Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02jan2020.

Event description:
The customer reported error low leak co2 rebreathing alarm. The unit failed the air flow testing. The unit was in clinical use at the time the reported issue was discovered. However, there was no harm to the patient or the user. The manufacturer's technical services (ts) confirmed the reported issue. The customer was provided with the part number for the flow sensor and discussed installation. The customer replaced the defective flow sensor to address the reported problem. The unit successfully passed the required performance verification test.